Event description:
During a coronary drug eluting stenting treatment procedure, the hypotube broke. In 2005 as the physician advanced the taxus express2 3.5 x 16 mm drug eluting stent toward the lesion, the proximal hypotube broke inside the guide catheter. The stent was removed from the body with the guide catheter as a system. The procedure was completed using another of the same device. There was no reported patient complications.